Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code that occurred as the biomed was performing a personality transfer. The biomed stated that there was no report of pt injury or medical intervention resulting from this failure, this failure did not occur during pt use, no medication was being infused, it was unknown what type of bag or tubing was being used, but the pump was set at a rate of 100ml/hr with a volume to be infused of 100ml. No additional contact infomation was provided.